Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was returned for evaluation. The photos showed cut tubing a review of the device history record revealed no irregularities during the manufacture of the reported lot #5314743. Conclusion: root cause was determined to be multivac knives cutting into blister packages and product during sealing process. Refer to CAPA (B)(4).

Event description:
It was reported that 21 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and pre-attached holder has defective tubing. The tubing that attaches from the needle to the holder has either, the tubing sliced in half, the hose smashed in middle or the blood flows out of the tubing when drawing from patient. There was no report of injury or medical intervention.